Event description:
After placement into the patient, the coil would not detach and deploy. The coil was removed with no reported harm to the patient. Manufacturer response for detachable embolization coil, 3mm x 8cm concerto nylon helix detachable embolization coil (per site reporter).